Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on rows 1 and 2 from the proximal edge were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Hypotube kinks were present throughout the entire length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The vascular access site was the femoral artery. The patient had lesions located in the left anterior descending (lad) artery, left circumflex (lcx) and the right coronary artery (rca). The lad was severely tortuous (>=90 bend in lesion), severely calcified. The lad lesion was totally occluded, eccentric and de novo. The lesion was pre-dilated with an apex monorail 2.0x15mm balloon. The physician attempted to advance a promus element 2.25x32mm stent across the lesion but experienced resistance due to the severe tortuosity and calcification. After ten minutes of trying to cross the lesion the stent was removed from the patient and the stent edge was found to be flared. Another of the same stent was deployed successfully in the lad. Additionally, five other promus element stents were implanted during the procedure; two additional in the lad, one in the lcx and two overlapping in the rca. The stents were post-dilated with a quantum maverick 3.0x8mm balloon and a quantum maverick 3.0x15mm balloon. Two non-bsc guide catheters (jl4 and jr4) were used along with three non-bsc guide wires. No patient complications were reported.